Event description:
It was reported that during a procedure to treat an eccentric lesion in the mid left anterior descending (lad) artery, with moderate tortuosity and 99% stenosis, an unspecified 1.5x12 mm balloon was used for pre-dilatation. A 3.5x38 mm rx xience prime stent delivery system (sds) was advanced without resistance and the stent was deployed at the lesion site in the lad; however, a distal edge dissection occurred. A 3.5x15 mm xience prime sds was advanced and deployed to treat the dissection. The patient is doing good and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known potential patient effect as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use (IFU). Although, a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling and the treatments appear to be related to the operational context of the procedure. Review of the lot history record revealed no non-conformances that would have contributed to the reported event. A similar incident query in the complaint handling database for this lot was not performed as the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the reviewed information, no product deficiency was identified.